Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). It appeared that therapy was delayed due to many noise markers that were ongoing even before the s-ECG storage of data. The noise appeared to be due to seizure-like activity. The patient was in a vf storm and was receiving shocks from the device, but the time to therapy was longer than expected due to the noise markers and the patient received cardiopulmonary resuscitation (CPR) due to the delay in therapy. Technical services reviewed the episodes and noted the programmed gain of 2x was helping identify the noise, resulting in the beats being discarded and delaying detection and therapy for the vf. A change to 1x would reduce the time to therapy when noise is involved, but would increase the risk of inappropriate shock therapy as noise could then be oversensed. The sales representative reported the plan was to program the gain to 1x and have the patient transmit data to the remote monitoring system to observe the sensing performance. No additional adverse patient effects were reported. The s-ICD remains implanted and in service. Technical services reviewed the most recent device data and observed there were 15 normal sinus rhythm to tachycardia transitions in just a few days, which is more than expected. This means that at a gain of 1x, the patient may be experiencing more oversensing when compared to the prior programming at a gain of 2x. The plan is to continue close monitoring; there were no new untreated, treated or af episodes, and the smart pass filter was still enabled.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). It appeared that therapy was delayed due to many noise markers that were ongoing even before the s-ECG storage of data. The noise appeared to be due to seizure-like activity. The patient was in a vf storm and was receiving shocks from the device, but the time to therapy was longer than expected due to the noise markers and the patient received cardiopulmonary resuscitation (CPR) due to the delay in therapy. Technical services reviewed the episodes and noted the programmed gain of 2x was helping identify the noise, resulting in the beats being discarded and delaying detection and therapy for the vf. A change to 1x would reduce the time to therapy when noise is involved, but would increase the risk of inappropriate shock therapy as noise could then be oversensed. The sales representative reported the plan was to program the gain to 1x and have the patient transmit data to the remote monitoring system to observe the sensing performance. No additional adverse patient effects were reported. The s-ICD remains implanted and in service.technical services reviewed the most recent device data and observed there were 15 normal sinus rhythm to tachycardia transitions in just a few days, which is more than expected. This means that at a gain of 1x, the patient may be experiencing more oversensing when compared to the prior programming at a gain of 2x. The plan is to continue close monitoring; there were no new untreated, treated or af episodes, and the smart pass filter was still enabled.additional information was received. The device stored an untreated episode showing noise and oversensing. Technical services reviewed the available data and recommended reprogramming the gain back to 2x to avoid inappropriate shock therapy. It was considered that if the device was actually oversensing the CPR during the appropriate therapy episodes, there would be less likelihood of a long time to therapy since the CPR would be absent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This correction report is being filed to include patient impact codes that were inadvertently omitted from the previous report.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). It appeared that therapy was delayed due to many noise markers that were ongoing even before the s-ECG storage of data. The noise appeared to be due to seizure-like activity. The patient was in a vf storm and was receiving shocks from the device, but the time to therapy was longer than expected due to the noise markers and the patient received cardiopulmonary resuscitation (CPR) due to the delay in therapy. Technical services reviewed the episodes and noted the programmed gain of 2x was helping identify the noise, resulting in the beats being discarded and delaying detection and therapy for the vf. A change to 1x would reduce the time to therapy when noise is involved, but would increase the risk of inappropriate shock therapy as noise could then be oversensed. The sales representative reported the plan was to program the gain to 1x and have the patient transmit data to the remote monitoring system to observe the sensing performance. No additional adverse patient effects were reported. The s-ICD remains implanted and in service. Technical services reviewed the most recent device data and observed there were 15 normal sinus rhythm to tachycardia transitions in just a few days, which is more than expected. This means that at a gain of 1x, the patient may be experiencing more oversensing when compared to the prior programming at a gain of 2x. The plan is to continue close monitoring; there were no new untreated, treated or af episodes, and the smart pass filter was still enabled. Additional information was received. The device stored an untreated episode showing noise and oversensing. Technical services reviewed the available data and recommended reprogramming the gain back to 2x to avoid inappropriate shock therapy. It was considered that if the device was actually oversensing the CPR during the appropriate therapy episodes, there would be less likelihood of a long time to therapy since the CPR would be absent. Subsequently, the s-ICD system was explanted and returned for analysis. The local boston scientific sales representative believed the patient received a transvenous ICD system instead. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This correction report is being filed to include patient impact codes that were inadvertently omitted from the previous report. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). It appeared that therapy was delayed due to many noise markers that were ongoing even before the s-ECG storage of data. The noise appeared to be due to seizure-like activity. The patient was in a vf storm and was receiving shocks from the device, but the time to therapy was longer than expected due to the noise markers and the patient received cardiopulmonary resuscitation (CPR) due to the delay in therapy. Technical services reviewed the episodes and noted the programmed gain of 2x was helping identify the noise, resulting in the beats being discarded and delaying detection and therapy for the vf. A change to 1x would reduce the time to therapy when noise is involved, but would increase the risk of inappropriate shock therapy as noise could then be oversensed. The sales representative reported the plan was to program the gain to 1x and have the patient transmit data to the remote monitoring system to observe the sensing performance. No additional adverse patient effects were reported. The s-ICD remains implanted and in service. Technical services reviewed the most recent device data and observed there were 15 normal sinus rhythm to tachycardia transitions in just a few days, which is more than expected. This means that at a gain of 1x, the patient may be experiencing more oversensing when compared to the prior programming at a gain of 2x. The plan is to continue close monitoring; there were no new untreated, treated or af episodes, and the smart pass filter was still enabled. Additional information was received. The device stored an untreated episode showing noise and oversensing. Technical services reviewed the available data and recommended reprogramming the gain back to 2x to avoid inappropriate shock therapy. It was considered that if the device was actually oversensing the CPR during the appropriate therapy episodes, there would be less likelihood of a long time to therapy since the CPR would be absent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This correction report is being filed to include patient impact codes that were inadvertently omitted from the previous report. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received appropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf). It appeared that therapy was delayed due to many noise markers that were ongoing even before the s-ECG storage of data. The noise appeared to be due to seizure-like activity. The patient was in a vf storm and was receiving shocks from the device, but the time to therapy was longer than expected due to the noise markers and the patient received cardiopulmonary resuscitation (CPR) due to the delay in therapy. Technical services reviewed the episodes and noted the programmed gain of 2x was helping identify the noise, resulting in the beats being discarded and delaying detection and therapy for the vf. A change to 1x would reduce the time to therapy when noise is involved, but would increase the risk of inappropriate shock therapy as noise could then be oversensed. The sales representative reported the plan was to program the gain to 1x and have the patient transmit data to the remote monitoring system to observe the sensing performance. No additional adverse patient effects were reported. The s-ICD remains implanted and in service. Technical services reviewed the most recent device data and observed there were 15 normal sinus rhythm to tachycardia transitions in just a few days, which is more than expected. This means that at a gain of 1x, the patient may be experiencing more oversensing when compared to the prior programming at a gain of 2x. The plan is to continue close monitoring; there were no new untreated, treated or af episodes, and the smart pass filter was still enabled. Additional information was received. The device stored an untreated episode showing noise and oversensing. Technical services reviewed the available data and recommended reprogramming the gain back to 2x to avoid inappropriate shock therapy. It was considered that if the device was actually oversensing the CPR during the appropriate therapy episodes, there would be less likelihood of a long time to therapy since the CPR would be absent. Subsequently, the s-ICD system was explanted and returned for analysis. The local boston scientific sales representative believed the patient received a transvenous ICD system instead. No additional adverse patient effects were reported.